Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This event occurred in (B)(6). The consumer reported the tampons had strings that were very short. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product, however, no further information has been received.